Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, at the time of initial contact, it was reported that the patient experienced a hypoglycemic event. The patient's mother reported that the cgm system was inaccurate and would display good numbers but then the patient would indicate that she "felt low" and her blood glucose would actually be in the 40s and 50s. No medical intervention or treatment was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there were continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter that occurred. The sensor was inserted on the upper buttocks, on (B)(6) 2017. It was reported that calibration was not performed after experiencing inaccuracies, and that the patient did not enter the bg meter values into the cgm device promptly. No additional event or patient information is available. The receiver data log was reviewed on (B)(6) 2017. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Also: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.